Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went swimming with the insulin pump on. Customer's blood glucose level was 127 mg/dl. There was fluid under the lcd display. The insulin pump alarmed battery out limit and he was not allowed to clear it. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly also, moisture damaged was found on the keypad traces and motor assembly. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.